Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient¿s ins was reportedly not holding charge and the patient had to charge their ins every day, and it would only hold charge for one day. It was also noted that the patient considered this a sudden change because it was ¿doing great and then all the sudden it just stopped like that." It was further noted that the problem with the ins not holding charge started about 3 months prior to the report. The patient reportedly contacted a manufacturer representative or their health care provider (hcp) who would be taking care of this issue. It was also noted that the patient¿s hcp had set up an appointment with a manufacturer representative but it got ¿jumbled up.¿ additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the battery was replaced. The battery was no longer holding a charge for longer than a day and it was at a discharge state. The patient had a follow-up scheduled on the day of the report but did not show up. Follow-up at that time was not possible. The device was returned for analysis. It was unknown if there was troubleshooting done prior the battery replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally okay with insignificant anomalies. There was no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).